Event description:
Review of clinical documents provided indicates the patient underwent a revision surgery in q3-2010 for insert wear and instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown scorpio ps 18mm insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer